Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable. The event was reported by the (B)(4) at the user facility to the FDA and the attached maude event report was forwarded to biomet by the FDA. The report states the device is available for evaluation; user facility was contacted in an effort to obtain the device. To date, device has not been returned to biomet. Upon receipt, device will be evaluated and a follow up report will be forwarded to the FDA. (B)(4).

Event description:
It was reported by the user facility that a patient underwent hip arthroplasty procedure where drill bits were utilized on (B)(6) 2010. Two drill bits fractured during the procedure. Follow up with the user facility revealed the patient did not retain any fractured pieces and there was no delay to the procedure as a result. No further information has been provided to date.